Event description:
The rptr indicated the pt was cardioverted for atrial fibrillation. Prior to the procedure, the battery voltage was 2.78 with good capture thresholds. Post 200 joule cardioversion, the device was in backup mode and after resetting failed to capture outputs. Impedance was high in both chambers and the telemetry battery voltage is 1.39. No amount of resetting/programming restored the device to normal operation. The device was explanted.